Event description:
Broken locking proximal femur plate caused by delayed union. Revision surgery required.

Manufacturer narrative:
According to the surgeon, he thinks this was a case of delayed union leading to partial hardware failure 6 months after surgery, not a primary problem with the plate itself.